Event description:
The subject device was received at an olympus service center for evaluation with a report that during an unspecified procedure, the endoscopic images were blurred. There was no patient or user injury reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.